Event description:
It was reported that during surgery the plate tack broke. The surgeon removed the broken piece. The surgery was completed with no delay. No other adverse patient consequences were reported. There are 2 related report numbers for this event 3025141-2024-00194 and 3025141-2024-00195.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as the model number and batch/lot number is unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.